Manufacturer narrative:
227570 evaluation statement: the reported event of channel error 240.4150.0 and check IV set could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the rn turned on the pump and channel c read "channel error." The rn changed to channel b and the pump alarmed "check IV set."  The pump continued to alarm and could not be shut down.  The pump was never connected to the patient and was immediately removed from use. The pcu error log showed 240.4150.0. Biomed replaced a defective pressure sensor and stated it was due to normal wear and tear.